Event description:
Customer called in stating she is unsure why her blood glucose levels (bg's) were low. Customer had been out at a party and when she returned at 11:00pm, she began to have the sweats and was non-responsive. Customer explained that she had a seizure and her husband gave her glucagon. She was taken by ambulance to the hospital, treated and released. When going through her history with her, the customer stated she hadn't reset the time correctly in her pdm. She had an elevated bg of 314 mg/dl earlier in the evening (6:35 pm) which she corrected for. There are no other bg results between 6:35 pm and 11:00 pm, but she had taken additional bolus insulin doses. Customer explained that she took the pod apart and looked at the reservoir before sending it back for evaluation. No further information is available.

Manufacturer narrative:
The pod could not be thoroughly evaluated due to damage caused by the customer prior to returning it. However, the evaluation performed found no evidence of any damage or manufacturing deficiency that would have either directly caused or contributed to the over-delivery of insulin. It is unknown why the user experience low bg levels the user is instructed in the user guide to periodically check the infusion site and to frequently monitor their bg levels. By following these recommendations, the user would becomes aware of high bg levels and could use another device or backup therapy if required.